Event description:
It was reported that during preparation for a transurethro-ureteral lithotripsy (tul) procedure the coating of the stone cone retrieval coil was peeling. The event occurred outside the patient with no patient complications reported. The procedure was completed with another device.